Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (frequent "adjust belt" messages, damaged belt receptacle, damaged belt connection, belt unable to latch) was confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a cut white pulse wire in the monitor's electrode belt cable receptacle. The root cause for the cut white pulse wire could not be positively identified. Upon evaluation of the electrode belt, the tabs on the trunk cable connector were damaged, creating an insecure connection with the monitor. The root cause of the damaged connectors is excessive force placed at the connectors. No adverse event resulted from the defective monitor. Electrode belt manufacturing date: 3/13/2013, monitor manufacturing date: 1/4/2012.

Event description:
A us distributor reported that a patient was receiving frequent "adjust belt" messages and that their monitor had a damaged belt receptacle. It was also reported that the patient's electrode belt had a damaged belt connection and that the connector was unable to latch to the monitor.